Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the poor communication and loss of stimulation were related to normal battery depletion. However, the patient also reported that to resolve the issues their nurse practitioner rechecked everything, reprogrammed it, and it worked again, which conflicts with the report that the issues were related to normal battery depletion. When asked for if their CT scan had any impact on their implanted system the patient noted they were unsure. The patient was also unsure of the circumstances that led to the poor communication and loss of stimulation. No further complications were reported.

Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A patient called and initially reported that the patient was seeing poor communication and how the patient programmer was not connecting with the ins. The patient then later confirmed that they were not sure if their device was still working since they usually felt stimulation but since last week they had not. The patient noted that they had been in the hospital the week prior, which they confirmed to not be related to the device/therapy, and that they had a CT scan done while there. The patient noted they had tried putting in new batteries and they confirmed that they were not heavy duty batteries. While on the call, the patient tried to connect the programmer with the ins without the antenna and they would still get poor communication. Patient services redirected the patient to follow up with their health care physician (hcp) to check on their device as it could be potentially be depleted. There were no further complications reported.